Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The article was written by m. Junnila, I. Kostensalo, p. Virolainen, v. Remes, m. Matilainen, t. Vahlberg, p. Pulkkinen, a. Eskelinen, a. Itälä, and k. Mäkelä. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "hip resurfacing arthroplasty versus large-diameter head metal-on-metal total hip arthroplasty: comparison of three designs from the finnish arthroplasty register" which aimed to analyze the early outcome of three hra designs and compare it with that of analogous ldh mom thas from the data of the finnish arthroplasty register. Patients identified underwent a hip revision procedure due to infection. There has been no further information provided and the patient outcome is unknown.